Manufacturer narrative:
The alleged event was not confirmed by the manufacturing plant. The device was not returned to the plant for investigation. A device history review could not be performed due to the part number and serial number not being provided.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Patient reported having open heart surgery. Follow up with the patient's nurse indicated that the patient's surgery occurred on an unknown date when the patient was receiving treatment at an in center hemodialysis clinic. Additional information was solicited.